Manufacturer narrative:
The device was not returned for analysis. The detached tip segment of the guide wire remains within the patient's body, while the other products have been retrieved and discarded by the hospital. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the information, the difficulties appear to be due to circumstances of the procedure. It is likely that the difficulty advancing was due to anatomical conditions, which was described as 80% calcified. The difficulty advancing against resistance likely compromised the barewire tip resulting in separation during removal. As a result, unexpected medical intervention was required to snare the separated tip resulting on delay in procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% calcified lesion in the left internal carotid artery with no tortuosity. The large emboshield nav 6 emboshield nav6 embolic protection system (eps) was attempted to be advanced to the intended location; however, the eps advancement was noted to be not as expected. Therefore, the eps was removed from the patient and during removal a piece of the barewire tip was noted to remain in the carotid artery and appeared to be hanging on the barewire coil. When the eps was removed further the tip of the barewire separated. Therefore, a snare was used to remove the separated tip. There was a delay reported in the procedure in order to retrieve the separated tip. Another emboshield eps was used to continue the procedure. No additional information was provided.